Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt413, (osseotite® tapered certain® implant 4 x 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Fracture identified around the collar. The implant presented some damage likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1020166. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1020166 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) and qt (B)(4). A4: weight unknown / not provided. E1: first/given name: unknown / not provided.

Event description:
It was reported that the patient came for a check up and on x-ray it was observed that the implant was fractured un apical.